Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during meniscal repair surgery the tip of the instrument broke during insertion. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
The complaint is not confirmed as no pieces of the device were found to be broken off. One ar-4501 was received for investigation. Visual inspection of the device showed that the distal tip of the cannula was bent and that the suture, along with the implant are still attached to the device. Visual inspection of the deployment mechanism shows that the deployment rod for the second trigger is bent. Visual inspection of the depth stop shows that the distal end is broken. No pieces are broken off of the device.